Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: saudi arabia. Multiple MDR reports were filed for this event, please see associated report: 001526350-2023-01060. The investigation is complete. This is an initial final report submission. Review of the most recent repair record identified the following related repair: the motor speed was inconsistent. The motor was also corroded. The motor was replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during kit inspection the dermatomes did not work and need repaired. There was no harm or delay reported. Due diligence is complete and no additional information is available. At product evaluation investigation the motor speed was inconsistent. No adverse events were reported as a result of this malfunction.